Manufacturer narrative:
Explant date: lens remains implanted, therefore not explanted. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after following the directions for use (dfu), but after a very slow push and screw by the operating room assistant, the lens came out with the leading haptic unfolded and the trailing haptic was also not on the optic, and that there was a little scratch on the tip of one of the haptics. The iol (intraocular lens) stayed in the eye. The doctor thinks that the patient will not be affected. No additional information was provided.